Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message was not confirmed during functional testing and archive data review. The system error, out of service, revert to manual CPR error message could not be duplicated during functional testing. The platform failed the initial functional testing by displaying a user advisory (ua) 45 (not at "home" position after power-on/restart) error message, unrelated to the reported complaint. The root cause of ua45 error message was due to the encoder drive shaft not at "home" position, which is likely attributed to unintended user error. To remedy ua45, the drive shaft was returned to "home" position using the administrative menu. Per the autopulse® resuscitation system (B)(4) user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) (B)(4). Upon visual inspection, unrelated to the reported complaint, noticed a cracked front enclosure. The observed damage appeared to be the characteristics of user mishandling such as a drop. The front enclosure was replaced to remedy the observed issue. During archive data review, no system error, out of service, revert to manual CPR occurred, thus not confirming the reported complaint. However, multiple ua45 error messages were observed. Upon further functional testing and unrelated to the reported complaint, a sticky clutch plate was observed. The cause for the sticky clutch was due to a defective integrated encoder gearbox. The defective integrated encoder gearbox was caused by an over-heating drivetrain. The drivetrain had heated up the integrated encoder gearbox to a point where the internal lubrication would no longer keep the shaft turning normally. The integrated encoder gearbox and the drivetrain were replaced to remedy the sticky clutch. Following the service repair, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error.

Event description:
During shift check, customer reported that the autopulse platform (serial (B)(4)) displayed "system error, out of service, revert to manual CPR ". No patient involvement.